Event description:
It was reported in neurosurgery that a patient with 90% stenosis presented with drowsiness, dysphasia and hemiparesis or eye deviation during passage of the angioplasty balloon catheter or the stent system across the stenotic lesion. The procedure was terminated before the successful placement of the stent. The patient reportedly developed a transient ischemic attack (tia) that later resolved without sequelae.

Manufacturer narrative:
Event date: the exact date is unknown; all patients included in the article were treated between (B)(6) 2006 to (B)(6) 2008.

Event description:
It was reported in neurosurgery that a patient with 90% stenosis presented with drowsiness, dysphasia and hemiparesis or eye deviation during passage of the angioplasty balloon catheter or the stent system across the stenotic lesion. The procedure was terminated before the successful placement of the stent. The patient reportedly developed a transient ischemic attack (tia) that later resolved without sequelae.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not returned for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.